Manufacturer narrative:
Device was received with pump error 38 alarm during rewinding due to corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump would not get pass the rewind kept on going back to the same error message. The customer¿s blood glucose was 175 mg/dl at the time of incident. Customer stated the rewind option displayed after an alarm or alert. Customer did not receive complete status with next highlighted on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.